Event description:
It was further reported that both of the leads were explanted and replaced and a fracture was visualized on the rv lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited impedance spikes to high values and elevated short interval counts (sic). Stored electrograms noted oversensing on both the atrial and ventricular channels. Additional information from the clinic confirmed no action was taken for either lead, and they will continue to monitor for now. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Data was cleared on the programmer so certain diagnostics were not available (e.g., stored episodes, complete details of alert events, etc.). Lead failure predictor triggered on (B)(4) 2014. Rv pace impedance steady at (B)(4) 2014 ohms through (B)(4) 2014, begins to vary between 650 ohms and >1000 ohms starting (B)(4) 2014. Concomitant medical products: 6940-52 lead, implanted (B)(6) 2001. (B)(4).